Event description:
On (B)(6) 2009, the patient reported that, when he woke up this morning, he noticed insulin pooled in the bottom of the cartridge chamber of his infusion device. He stated he tried to dry it out with a cotton swab but was unable to do so. The patient stated he did not properly insert the cartridge which caused the insulin to spill into the chamber. The proper procedure for changing the insulin cartridge was reviewed with the patient. The patient stated he will switch to his backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.